Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) message triggered earlier than intended. The device is providing therapy.

Event description:
Additional information was received, that the eri message is still appearing. And has not cleared. However, the message is being triggered earlier than intended. And the ipg has the appropriate level of voltage to provide therapy.

Manufacturer narrative:
A false elective replacement indicator message was confirmed. The device was not returned for analysis; however, logs and/or assessment report were received. Analysis of the records show that the battery voltage level of the device is within specifications. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that a wireless software update was performed, which cleared the eri message.